Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and treated with vancomycin injection (1 gram, every fifth day, route not reported), ceftazidime injection (250 mg start, route and frequency not reported) and amikacin injection (125 mg, every day, route was not reported). On an unreported date, the patient was discharged from the hospital and antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the event. Dianeal therapies were ongoing. No additional information was available.